Manufacturer narrative:
Inratio2 precision data provided by end-user: 1st inr: 1.9, 2nd inr: 3.8, mean: 2.85. Sd: 1.34, %cv: 47.14. Analysis of customer's data revealed that repeated inratio2 test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. In-house therapeutic donor testing was performed with retained strips. Result comparisons met precision criteria (see below). Per complaint issue, pt was milking the finger. Per product user guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. Pt also added more than one drop of sample to test strip. Double dropping (adding two drops to one strip) is a known cause for pre-analytical errors in fingerstick sample collection. Root cause of complaint could not be determined. Investigation results for retained strip lot #279820: donor 1: 1st inr: 2.3, 2nd inr: 2.4, 3rd inr: 2.2, %cv: 4.35. Donor dr: 1st inr: 2.3, 2nd inr: 2.1, 3rd inr: 2.3, %cv: 5.17. Both donor produced %cv's less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). This complaint issue will be subject to tracking and trending. No corrective action is required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012, inratio2: 1.9, 3.8. Time between testing: 5 minutes. Pt's therapeutic range: 2.5 - 3.5 inr.